Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. The photo attached to the parent file was reviewed by the manufacturing site. Photo shows a pak tray label. Lot information is confirmed from the photo. The reported issue of could not be confirmed from the photo. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported cutter was stopped cutting during vitrectomy surgery. Surgery was completed after replacement of pack. There was no patient impact. South africa final reporting: file ID (B)(4), pr ID (B)(4). Names of any other regulatory authorities to which these events have been reported: u.s. Food and drug administration, date of the reports: 03-mar-2025 06:35 am, serial number/lot number: 16x5fl, batch number: 16xh45, software version: na. Current known location of the medical device involved in the event: unknown. Any hcr / licensed manufacturer, or licensed distributor comments: na. Any other countries in which the medical device is known to be on sale or supplied: list countries by referencing the sales report: albania, algeria, argentina, armenia, australia, austria, azerbaijan, bahrain, bangladesh, belarus, belgium, bolivia, brazil, brunei, bulgaria, cambodia, canada, caribbean, central america, chile, china, colombia, croatia, cyprus, czech republic, denmark, dominican republic, ecuador, egypt, finland, france, georgia, germany, greece, hong kong, hungary, iceland, india, indonesia, iraq, ireland, israel, italy, japan, jordan, kazakhstan, kenya, korea, kosovo, kuwait, kyrgyzstan, latvia, lebanon, macedonia, malaysia, malta, mauritius, mexico, moldova, mongolia, montenegro, morocco, myanmar, namibia, netherlands, new zealand, nigeria, norway, oman, other middle east, pakistan/afghanistan, paraguay, peru, philippines, poland, portugal, puerto rico, qatar, romania, russia, saudi arabia, serbia, singapore, slovakia, slovenia, south africa, spain, sri lanka, sweden, switzerland, syria, taiwan, thailand, tunisia, turkey, uganda, united kingdom, ukraine, united arab emirates, uruguay, united states, uzbekistan, venezuela, vietnam, yemen, zambia, zimbabwe. Table 1: sales data: south africa sales: 6514 worldwide (excluding south africa) sales: (B)(4). Sales search criteria: constellation surgical procedure pack for event of probe vit would not cut or actuate from (B)(6) 2024 to (B)(6) 2025. Table 2a: similar events data (similar events are presented irrespective of root cause). South africa, similar events: 02, worldwide (excluding south africa), similar events: 1243. Similar events search criteria: constellation surgical procedure pack for event of probe vit would not cut or actuate from (B)(6) 2024 to (B)(6) 2025. Table 2b: rate (per 1000) south africa rate: (B)(4). Worldwide (excluding south africa) rate: (B)(4).

Event description:
A physician reported cutter was stopped cutting during vitrectomy surgery. Surgery was completed after replacement of pack. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).